Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas (B)(6) experienced stopper deformation which was noted prior to use. The following information was provided by the initial reporter: the stopper was deformed.

Event description:
It was reported that the syringe 0.3ml 29ga 1/2in 7bag 420cas jp experienced stopper deformation which was noted prior to use. The following information was provided by the initial reporter: the stopper was deformed.

Manufacturer narrative:
H.6. Investigation summary: customer returned one (1) 29gx12.7mm, 0.3ml bd insulin syringe from an open poly bag from lot 9028789. Customer reported the stopper was deformed. The returned syringe was examined, and it was observed that the stopper was disfigured. Manufacturing (holdrege) will be notified of the observed issue. A review of the device history record was completed for batch # 9028789 all inspections were performed per the applicable operations qc specifications. Investigation conclusion: bd was able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: a visual evaluation of the photos was performed finding the stopper slightly deformed once removed from the barrel. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: the silicone guns needed to be purged. Corrective action: maintenance dispatch #57135 and #57040 were created during the time of manufacturing for this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. " rationale: based on the investigation, no additional investigation and no CAPA is required at this time.